Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The infection has reportedly resolved and the recipient is using device. Additional treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a post auricular abscess in (B)(6) 2025. The recipient reportedly required drainage of the post auricular abscess. Antibiotics (type unknown) were prescribed. The infection was not believe to be device related.